Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number ??compared to an unknown laboratory method. At 7:00 a.m. Result from the meter 3.8inr at 10:30 a.m. Result from the lab 2.78 inr patient checked inr on the meter again and received 4.0inr at 4:15 pm. The patients therapeutic range is 2.5-3.5inr .the patient measures every two weeks to a month depending on results.

Manufacturer narrative:
Occupation is patient/consumer. The meter and two vials of test strips were provided for investigation where they were tested using retention controls. Vial #1 testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. Vial #2 testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.